Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked due to a hole in the twist clamp. The leak was further described as ¿felt wet and fluid was seeping out through a hole just above the twist clamp.¿ this was observed during use of peritoneal dialysis therapy. The transfer was replaced. There was no patient injury or medical intervention associated with this event, however the patient received intraperitoneal (ip) antibiotics. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a cut in the tubing below the twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.